Event description:
It was reported that following an in-clinic session the programmer did not print reports before shutting down. Technical services had the caller veify that the programmer was set to seven days for the removal of reports. It was further noted that the reports should have been in the "reports list" but were not. The patient was to be re-interrogated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.